Event description:
It was reported to manufacturer that the vns patient was seen for a follow up appointment by the treating neurologist, and it was determined that the "leads were bad". The physician referred the patient to a surgeon for a consult. At the surgical consult, the patient reported that the device was shocking her. Subsequently, surgery took place where the lead and generator were replaced. The surgeon reported visualizing two lead fractures during surgery. Attempts to obtain additional information from the treating physician's office have been made, but have gone unanswered. Additionally, attempts to obtain the explanted devices for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.